Manufacturer narrative:
It was report that the brace was too tight, caused sores, and resulted in "drop foot." He reportedly discontinued use within a few days and was not refitted. The device has not been returned for evaluation, the complaint could not be confirmed and the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if more information becomes available.

Event description:
It was report that the brace was too tight, caused sores, and resulted in "drop foot." He reportedly discontinued use within a few days and was not refitted.